Event description:
The customer reported the ventilator was alarming due to a vent inop data acquisition pcba adc reference failure. The customer reported there was no patient involvement. The customer reported there were diagnostic codes that indicated an spi bus failure. The customer was advised to evaluate the data acquisition pcb board and data acquisition pcb to motor controller pcb boards cable for replacement to address the reported problem.